Event description:
It was reported by the clinician that the catheter was being placed when the physician attempted to remove the spring wire guide (swg). He experienced the swg being "tight" to remove and was very resistant. The physician was able to remove the swg without incident. There were no pt complications reported. Add'l info received on 08/28/2009 by medwatch report stated that the procedure was being performed on a (B) (6) male pt, (B) (6). With downs syndrome. The pt was admitted with pneumonia and went into respiratory failure. Physician was utilizing the triple lumen catheter kit when the j-wire could not be removed after catheter insertion. The entire catheter was removed with j-wire intact inside the catheter. Second multi-lumen central venous catheter (cvc) kit utilized without problem.

Manufacturer narrative:
(B) (4). Sample will not be returned for eval.